Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Subsequent investigation showed that lead impedance measurements had been climbing (B)(6). The boston scientific sales representative stated that the clinician was planning on doing a revision procedure. However, a new alert for high out of range pacing impedance measurements was received (B)(6) later, which indicates the lead remains in service. The sr was unable to obtain any further additional information. No adverse patient effects were reported.